Event description:
A physician reported that during an intraocular lens implant procedure, the coating on the cartridge came out into the eye with the lens. The surgery was completed with the foreign material left in the eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 9 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges were not returned for evaluation. A video was provided. The lens and cartridge preparation were not shown. The lens was slightly advanced with the leading haptic gusset and optic edge in the eye. Advancement was stopped for approximately six seconds at this point before advancing the lens fully into the eye. After the lens unfolds a narrow linear mark/material is observed on the posterior optic surface. An unsuccessful attempt was made to remove the mark. It could not be determined from the video if this is lens damage or foreign material. The lens remained implanted. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It could not be determined from the video if the observed area was lens damage or foreign material. The lens remained implanted. The lens was partially advanced with the leading edge exiting the tip and held for six seconds in this position. Once advancement has started the lens should be delivered without stopping the forward motions. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU(instructions for use): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iol(intraocular lens)s. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).